Event description:
Customer states the power supply cable and board are melted.

Manufacturer narrative:
The power supply cable and board are melted in a statspin centrifuge. No visible flames and smoke were observed, nor fire department was called. However, there was evidence of charred material. The unit evaluation upon service showed some parts worn out and main pcb was damaged. The pcb and power harness were replaced and other parts rebuild to bring unit up to current safety standards.